Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red with little bumps, open skin and breakdown under right arm. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the wound. Reporting out of an abundance of caution. Follow up indicated that the wound improved.